Event description:
Clips locked while coming out of the applier and after the clip applier was tried. The clip applier would not discharge even though there were several clips left in the chamber. Applier was removed from the field and another was opened.